Event description:
One year old biventricular aicd unable to interrogate. Pt called stating he received a shock from his device. Tried to get a pt initiated transmission through his latitude home monitoring system, were unsuccessful, brought pt in to the office tried with multiple programmers to interrogate device. Applied magnet to elicit tones from the device, unable to get tones. Called tech service, recommend local rep be notified, suspect device failure. Pt was sent to the ed for heart failure symptoms and device failure. Pt admitted. At the hospital, using latitude consult system and programmer, rep was unable to interrogate device. Tech services recommends explant and new implant. This will be followed up on at the hospital with pt and the provider.